Manufacturer narrative:
Analysis found that there were only trace amounts of a residue consistent with biological contaminants on the device. The tip was present and in good condition. There were no bends or concentricity issues. There were no loose components. There was deformation of the front hub. Functionally, the blade loaded into a handpiece ran at 3,000 rpm in oscillate mode, and cut saw bone with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the blade broke during an endoscopic sinus surgery procedure. The hcp noted that the inner cylinder of the blade was broken, not the external cylinder. There were no broken pieces remained in the patient's body. There was no intervention planned or performed as a result of this event. There was 10 minutes procedure delay. The procedure was completed with a back up device. There was no patient impact or injury.